Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is underway. Upon completion, the investigation will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with umbilical vessel catheter (uvc). The customer states the uvc cracked and was leaking. The uvc was replaced with a peripherally inserted central catheter (PICC). The customer stated that the pt status is fine.